Manufacturer narrative:
Explant date inadvertently submitted with the incorrect year on the initial report. Correct date entered.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was dissatisfied with their scs system. As a result, the patient opted to explant and replace their ipg with a competitor's trial device.